Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing issue occurred. On (B)(6) 2024, the patient reported a missing sensor wire upon sensor removal. The event occurred 7 days after sensor insertion into the arm. The patient called dexcom to ask if it was possible for the sensor wire to still be under his skin. Dexcom technical support advised the patient to consult with their doctor. Upon follow-up, the patient did consult with his doctor. The doctor made a small incision at the sensor site to see if the sensor wire could be found. However, no retained sensor wire was seen. The patient was advised to monitor the area and to follow-up as needed. The patient was also prescribed an unspecified topical cream, as the patient had some redness, itching, bumps, and a rash around the area. The patient said he was "fine" but there was still a small portion of the area with redness and a rash at the time of follow-up. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.